Event description:
Patient reported, "felt a lump in my right breast", "a mammogram and ultrasound revealed that the prosthesis had moved", "which became more and more painful¿, ¿patient learned that the allergan prostheses had been withdrawn from the market¿, and the ultrasound also showed ¿right breast presented a significant shell with notable capsular thickening: peri-prosthetic capsule with moderate inflammatory changes of silicone¿. The device has been explanted and replaced. This relates to the right side. .

Manufacturer narrative:
The event of capsular contracture, baker grade iii, is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Additional f annex code: f2203 - imaging required.